Event description:
It was reported to philips that when the system is turned on, the countdown is completed, but a blue screen with the philips logo appears and then the system hangs. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and reloaded sw which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting properly. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The failure analysis confirmed the failure with the flexvision pc and the cause being ram/ memory. The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.